Event description:
The customer contact reported unrestricted flow when the tubing set was removed from the device. At an unspecified time, the device was programmed to deliver an unspecified concentration of angiomax and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the delivery was completed. It was reported that after the nurse opened the cassette door and removed the tubing set from the device, unrestricted flow was noted. The customer contact reported that the nurse immediately clamped the tubing set. It was reported that the pt did not receive any additional medication. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received, investigation is not complete. (B) (4)